Event description:
Upon receipt of the device, the service repair technician (srt) reported that the oxygen (o2) sensor failed during testing at the service center during a calibration test step. There was no patient involvement.

Manufacturer narrative:
The srt replaced the o2 sensor and preformed the testing again. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the oxygen (o2) sensor output to be 9.1 millivolts (mv) which is within the specification range of 9 and 13 mv. The sensor was installed into the lab use only (luo) electronic patient gas system (epgs) and the sensor output was monitored with the multimeter. During calibration the sensor output rose to 42.5 mv. During the calibration the output increased 42.7 mv as the o2 increased slightly as well. The sensor output was stable throughout the calibration. The o2 blend checks confirmed successful sensor calibration. An additional calibration was performed one hour later and was successful. No calibration failures were encountered during the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.